Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be unplugging of temperature cable. However, this cannot be confirmed. A DHR is not required as this is not an out-of-box failure. The instructions for use were found adequate and state the following: "use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. Plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was unable to cool the patient. It was stated that the device alarmed 113 (reduced water temperature control) and 14 (patient temperature 1 probe out of range). Per review of wo, the device was used on the patient. Per review of wo, the device failed during therapy, however another unit was available at the hospital and the therapy was concluded successfully.

Event description:
It was reported that the arctic sun device was unable to cool the patient. It was stated that the device alarmed 113 (reduced water temperature control) and 14 (patient temperature 1 probe out of range). Per review of wo, the device was used on the patient. Per review of wo, the device failed during therapy, however another unit was available at the hospital and the therapy was concluded successfully.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be unplugging of temperature cable. However, this cannot be confirmed. A DHR is not required as this is not an out-of-box failure. The instructions for use were found adequate and state the following: "1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted." UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to cool the patient. It was stated that the device alarmed 113 (reduced water temperature control) and 14 (patient temperature 1 probe out of range).